Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es mr balloon catheter. The balloon was loosely folded and bloody. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 10 mm in length. Inspection of the remaining device found no other defects or irregularities. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vessel below the knee. After a guidewire crossed the lesion, a 3.0mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vessel below the knee. After a guidewire crossed the lesion, a 3.0mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.